Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result performed on an unknown date with the binaxnow covid-19 antigen self-test. Repeat testing was not performed. Pcr confirmation testing was performed on an unknown date and generated a positive result 48 hours later. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result performed on an unknown date with the binaxnow covid-19 antigen self-test. Pcr confirmation testing (platform unknown) was performed 48 hours after the binax self-test and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result performed on an unknown date with the binaxnow covid-19 antigen self-test. Pcr confirmation testing (platform unknown) was performed 48 hours after the binax self-test and generated a positive result. No additional patient information, including treatment and outcome, was provided.